Manufacturer narrative:
(B)(4). A follow up submission will be done if additional information becomes available. No device or lot provided.

Event description:
Comments below are based on conversations with the oncology ward num and cnc: * palliative patient was sent to ward with a deflated lung after having had pleurx inserted. Unknown cause of deflated lung. * notes to nursing staff were to use pleurx to reinflate the lung.this is not in the dfu. * immediately after pleurx bottle suction was applied (t-plunger was pushed down and roller plunger was rolled in most open position) the patient went into cardiac arrest. * the patient was a dnr but a code was called. Resuscitation efforts were not successful. * the clinicians and doctor do not believe it was the pleurx that caused the death. Waiting for call back from the doctors involved for more details. On 07nov2017- additional information/clarification emailed to rcc. On 23nov2017 additional information received from ous rcc: (B)(6), a nurse I spoke to at (B)(6) (where the pleurx was inserted) was not aware of any deflated lung. This contradicts what the oncology cnc has told me. I am awaiting a call this afternoon from the num of (B)(6) who was there for the pleurx insertion to provide greater clarity. Further details discovered from yesterday: ¿ 1l of fluid was removed from the pleurx prior to the patient being transported to the ward. Patient was sent to ward to wait for a x-ray of the lung to confirm pleurx positioning. Patient passed away before x-ray could be preformed. ¿ the patient was presenting to (B)(6) weekly for >12 months with pleural effusions. ¿ did not appear to be an issue with the bottle.no lot numbers are available for the bottle. ¿ the num of (B)(6) may be able to provide a lot number for the insertion kit.